Event description:
Upon reassessment of the reported event, the taper insert was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the taper insert was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03788, 0001825034 - 2020 - 03790, 0001825034 - 2020 - 03791.

Event description:
It was reported a patient had an initial left tha. Subsequently, the patient was revised approximately 11 years later due to metallosis, pain, ho, elevated metal ion levels, altr, scar tissue, and tissue damage. The head and the taper adapter were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.